Event description:
Verbatim: we are having issues with kit tpt1000. Three times this week, the introducer needle with stopcock has broken which is causing staff to open another tray. No medical intervention required including diagnostics, procedures, and treatment delay.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided, and a device history record was performed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Based on the available information we are not able to identify a root cause at this time. H11: h6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), annex g (component code) h10: b5 (describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that we are having issues with kit tpt1000. Three times this week, the introducer needle with stopcock has broken which is causing staff to open another tray. No medical intervention required including diagnostics, procedures, and treatment delay.